Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient began experiencing pain at the ipg site unrelated to stimulation about 8-9 months ago. As a result, surgical intervention was undertaken wherein the ipg was replaced with a new model to address the issue. Therapy was restored postoperatively.